Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report.

Event description:
The event is reported as: "before use on a tracheotomized pt for aesophagectasia, at checking the device, it was noticed that the cuff didn't inflate while the blue pilot inflated". No pt injury reported.